Manufacturer narrative:
As reported, the balloon of a 5mmx2cm 90 saber percutaneous transluminal angioplasty (pta) catheter kept getting air which seems like there is a hole either in the catheter or the balloon while trying to pull negative pressure during the preparation process. The balloon in question was not placed in the patient since they could not fully complete the prep process. A staff member pulled negative on the balloon and had no problems. They then attached our indeflator and were not able to continue the preparation process. The stop cock on the indeflator was replaced and they still were not able to continue prepping the balloon. They attached a syringe and kept getting air. The device was going to be used for a pulmonary vein stenosis procedure on a 9month old male. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. The device was stored and prepped according to the IFU. The issue was noted when pulling negative pressure on the indeflator. The same indeflator had been used successfully with other devices. Leakage was observed, though it was uncertain whether it originated from the balloon or the shaft. The device was returned for analysis. A non-sterile ¿saber 5mm2cm 90¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough inspection revealed no damages or anomalies. The balloon was received uninflated and properly pleated. No other outstanding details were noticed. A functional test was performed by attaching an inflator/deflator device to the inflation port. Positive pressure was applied to reach the rated burst pressure. However, inflating the balloon was not possible due to a leak in the luer hub caused by a crack. The inflation port area was inspected with a vision system, confirming the crack. The cracked area on the hub showed evidence of fatigue striations, which are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was subjected to a tensile force that exceeded its yield strength, leading to the crack. The reported ¿balloon leakage-during negative prep¿ was not confirmed during analysis of the returned device. The exact cause cannot be conclusively determined. There were no anomalies noted to the balloon during functional testing; subsequently, a crack in the luer hub was observed. These findings likely contributed to the impression by the customer that there was a potential flaw on the balloon; however, was not confirmed. Microscopic analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely handling of the product and procedural factors contributed to the event reported. Overtightening is the likely culprit and has been known to cause cracks in luer hubs. According to the information in the instructions for use ¿flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Preparation: attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5mmx2cm 90 saber percutaneous transluminal angioplasty (pta) catheter kept getting air which seems like there is a hole either in the catheter or the balloon while trying to pull negative pressure during the preparation process. The balloon in question was not placed in the patient since they could not fully complete the prep process. A staff member pulled negative on the balloon and had no problems. They then attached our indeflator and were not able to continue the preparation process. The stop cock on the indeflator was replaced and they still were not able to continue prepping the balloon. They attached a syringe and kept getting air. The device was going to be used for a pulmonary vein stenosis procedure on a 9month old male. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. The device was stored and prepped according to the IFU. The issue was noted when pulling negative pressure on the indeflator. The same indeflator had been used successfully with other devices. Leakage was observed, though it was uncertain whether it originated from the balloon or the shaft. The device is being returned for evaluation.